Event description:
Caller reported a malfunction on the pump with incident malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump. Customer understood and agreed to contact technical support if any further issues arise.